Manufacturer narrative:
Post market vigilance (pmv) received one ultra shears 5mm instrument opened by the account with the appropriate package in an undamaged condition. The product will expire on 2019-06. The visual inspection of the returned product noted no visual abnormalities. Pmv performed functional testing which included: the jaw operated properly upon actuation of the handle and passed a grasping test. The instrument was connected to pmv equipment. The instrument registered a mechanical fault. The instrument was disassembled; a crack was noticed in the proximal portion of the probe shaft.

Event description:
According to the reporter: occurred during a laparoscopic living donor nephrectomy procedure. The device cut the tissue poorly. Another device was opened but the tissue was still not cut well. The devices were recognized by the generator and the devices were activated. A third device was opened to continue. There was no patient harm.